Manufacturer narrative:
Pump had cracked case at display window corner, broken battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock/click in place, broken belt clip slot and minor scratched display window. (B)(4).

Event description:
Customer reported via phone call that the device was damaged at the reservoir compartment. Reservoir would not stay in place. Customer's blood glucose was 370 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.